Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any packaging damage or abnormalities. The washkit was run a couple of times using di water. During the runs there were no issues observed. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog one source pack, the device had a defect. The device was not used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the packaging seal was observed to be broken.